Event description:
Customer states that she attempted to test on the aviva meter 1-2 days before a hypoglycemic incident, but was unable to do so due to no power to the meter (dead battery). Customer states she was ill with copd and a stomach virus before going to bed. Customer's son found the customer in bed; she was cold and not breathing. Emts were called and tested the customer at 30 mg/dl on their meter. Customer was transported to the hospital and admitted for a week. Customer was intubated at the hospital, given fluids (type not provided), and electrolytes. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.